Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this right atrial (ra) lead, a ra perforation was identified. This ra lead was explanted. No additional adverse patient effects were reported.